Event description:
It was reported that the device had multiple power-on-reset episodes. Disposition of this device could not be determined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed the following: power on reset - power on reset parameters; por for x rate limit, on (B)(6) 2010 and (B)(6) 2010 and patient alert for device circuit error on (B)(6) 2010.